Manufacturer narrative:
Follow-up report #1 is to provide FDA with new information and changed information. New information: see below for results of the device investigation (h10). Changed information: the following fields have changed information: d10, e4, h2, h3. The results of the device investigation: according to the manufacturer, "the affected device was repaired by an unauthorized third-party company. The isolation and plug have been changed and do not meet the specifications and characteristics of the original device. Since the incident was caused by a device that was probably repaired by an unauthorized third-party company, the affected hook electrode may not meet the defined specifications. Therefore, the incident has no effect on the risk assessment and the risk assesment "b2-1, rev. 04 reusable electrode" remains valid." Richard wolf gmbh considers this matter closed. However, in the event rwgmbh receives any additional information a follow up report will be submitted to FDA. Richard wolf medical instruments corporation(rwmic) submitting report on behalf of rwgmbh report.

Event description:
The purpose of this submission is to report the results of the device investigation. See manufacturers narrative.

Manufacturer narrative:
(B)(4). According to the production control plan, there was no abnormailty from the affected lot. So far, no other hook electrodes from the affected lot have been returned to richard wolf (B)(4). As soon as the electrode has been sent in by the user, the investigation will be started. Rw (B)(4) considers this MDR open. A follow up report will be submitted when new information becomes available.

Event description:
It was reported to richard wolf: coagulatory hook with deteriorated sheath upstream of the work area, resulting in unwanted thermal burning of the stomach. So the surgeon twisted the sheath. Consequences for the patient, the user or other person: unwanted thermal burning of the stomach.